Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10922. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient¿s activated clotting time was 290. During the transseptal puncture, the patient¿s blood pressure dropped slightly. Protamine was administered. No effusion was noted at that time. A 33mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed, released and successfully implanted. When they removed the access system from the patient¿s septum, they noticed a pericardial effusion measuring at 1.9 cm. A pericardiocentesis was performed and they removed 220cc of blood from the patient. The effusion was resolved and the patient left the lab in stable condition.